Manufacturer narrative:
Additional information : it was reported that the cause of peritonitis was a breach in aseptic technique due to patient's mishandling of pd therapy further described as the patient was not performing the pd therapy correctly. On an unspecified date, physioneal therapies were stopped due to peritonitis. It was not reported if the patient was retrained on the proper aseptic technique. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis which was manifested by abdominal pain and cloudy effluent. The cause of peritonitis was unknown. It was reported that the patient went to the hospital and was hospitalized for the event. Treatment for the event was not reported. At the time of this report, the patient was still hospitalized for the event and the outcome was not reported. While in the hospital, the patient was switched to continuous ambulatory peritoneal dialysis (capd) therapy. No additional information is available.